Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed broken device in the anterior side assessed as surgical damage, observed opening device in the valve bond edge side assessed as an unidentified (tear) opening and missing piece of shell assessed as inconclusive. Additional observations: observed creases on the device.

Event description:
Healthcare professional reported right-side deflation. The device has been explanted and replaced.